Event description:
The account alleges that the bed scale is not reading the correct pt's weight. The bed has been zeroed out with the pt out of bed. The bed will read accurate weight for a short period of time, but then begin displaying inaccurate weights.

Manufacturer narrative:
Multiple attempts were made to contact the customer, requesting they contact hill-rom. The purpose is to determine if this issue has been resolved. To date, no response has been received by hill-rom. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.